Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, adverse wear, fluid, elevated metal ion levels (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. A review of the invoice history confirmed the surgery date. It further indicates patient underwent a revision procedure on (B)(6) 2009 where all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, adverse wear, fluid, elevated metal ion levels, positive grind sensation and pain was noted on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to adverse wear. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. A review of the invoice history confirmed the surgery date. It further indicates patient underwent a right total hip arthroplasty on (B)(6) 2009.

Manufacturer narrative:
The follow-up report is being filed to correct information that was unknown and reported in error on the initial report. Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Also, updated description to reflect that patient became bilateral on (B)(6) 2009 and that this procedure was not a revision surgery, as previously reported. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-06286 / -06287 & -08122 / -08123).

Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, adverse wear, fluid, elevated metal ion levels and pain was noted on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. A review of the invoice history confirmed the surgery date. It further indicates patient underwent a right total hip arthroplasty on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06286 & 06287).